Manufacturer narrative:
According to available information, the device and leads remain implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the device and this right ventricular lead had previously displayed a lead safety switch. It was thought this was due to a lead fracture. Previously, the device had been programmed to unipolar pacing and sensing. Pacing inhibition and increased threshold measurements had been observed. A revision procedure was performed. When the pacemaker was removed from the pocket, a visual inspection revealed the distal setscrews were tight; however the proximal setscrews were not tight. Sensing functions of the leads were within acceptable ranges. Previously, right ventricular lead impedance measurements were low, however within acceptable range. Both the atrial lead and right ventricular lead were disconnected and reseated securely. No issues were revealed with sensing; normal impedance and threshold measurements were obtained. The following day, interrogation revealed one high out of range impedance measurement with a corresponding loss of capture at 6.5 v had occurred. Isometrics did not reveal any further issues. The out of range measurements could not be reproduced. Stable impedance and threshold measurements were obtained. The device and leads remain implanted and in service. No adverse patient effects were reported. The patient with this device and lead has an intrinsic sinus rhythm.